Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the distributor that the patient complained about some muscular discomfort he experienced in his arm after wearing the device for the first time a few weeks ago. Hasn't worn the device since out of fear. The patient stated that the muscle spasms started the day after he started his treatment. The muscle spasms were from his neck down the shoulder to the biceps. It lasted about 10 hours. The patient has an appointment on (B)(6) 2021, the patient called surgeon and spoke to the pa. The pa told the patient that they will contact sales rep. (B)(6) told the patient to try the spinal pak. 4/26 received unit and treated for 8 hours. 4/27 muscle spasms and did not treat. 4/30 patient is treating today for the second time no pain so far. The pain was on the muscle below the skin. Pain level was a 9. The patient has not increased his daily activities. The patient did not take any medication for the pain. The 72 r not staying in place.

Event description:
It was reported by the distributor that the patient complained about some muscular discomfort he experienced in his arm after wearing the device for the first time a few weeks ago. Hasn't worn the device since out of fear. The patient stated that the muscle spasms started the day after he started his treatment. The muscle spasms were from his neck down the shoulder to the biceps. It lasted about 10 hours. The patient has an appointment (B)(6) 2021, the patient called surgeon and spoke to the pa. The pa told the patient that they will contact sales rep. Ty evans told the patient to try the spinal pak. (B)(6) received unit and treated for 8 hours. (B)(6) muscle spasms and did not treat. (B)(6) patient is treating today for the second time no pain so far. The pain was on the muscle below the skin. Pain level was a 9. The patient has not increased his daily activities. The patient did not take any medication for the pain. The 72 r not staying in place. The 72r electrodes were not returned for evaluation.

Manufacturer narrative:
Corrections: b4 date of this report, b5 updated the product was not returned for evaluation, d3 manufacturer address and email address, d4 unique identifier (UDI) number, g1 contact office, and manufacturer site, g6 type of report this follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record/certificate of conformance was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.